Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -10.5/+2.5/073 (sphere/cylinder/axis) into the patient's leftt eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to lens rotation. On (B)(6) 2020 the lens was exchanged with a longer lens and the problem was resolved. The cause of the event is reported as unknown.